Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device had a stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. The device received without a belt clip. Unable to verify damage to the belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.